Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, failure to capture and amplitude variation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. During the removal of the rv lead visual examination confirmed insulation damage on the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture, ¿insulation breach¿ and r-wave amplitude variation were confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 12.4 cm to 12.5 cm, 13.4 cm to 13.5 cm and 13.6 cm to 13.9 cm from the connector pin consistent with friction to the device can. The abrasions were consistent with exposure to constant friction against another implantable device can.